Manufacturer narrative:
No remedial action as no product related issue was determined. The non-integration/loss of osseointegration/removal/fracture are known inherent risks of the treatment with dental implants. The manufacturers trend analysis confirms that the reported failure rates associated with its dental implants is below the expected failure rates for this treatment as published in the scientific literature. [Asr_final run_grp_corrected_20190131.xls, asr_final run_grp_open_20190131.xls, asr_final run_str_corrected_20190131.xls, asr_final run_str_open_20190131.xls].

Event description:
This report summarizes 18684 reported events. This includes: (B)(4). Age range: (B)(6) to (B)(6). Gender breakdown: female: 6489, male: 7349, asked but unknown: 4846. These adverse events cover recognized complications of treatment with endosseous implants such as the loss of or failure to osseointegrate, removal or fracture of endosseous implants.